Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited shock lead impedance measurements >125ohms. All other lead measurments remain stable and are within normal limits. No noise apparent on any of the electrograms and other device functions are normal.